Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The vessel was not tortuous, and not calcified; the lesion was not pre dilated. The system was correctly held at the stability sheath during deployment attempt, and the a force increase was not felt. A definite root cause for the reported event could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' The instructions for use further state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath (...) Insert a 0.035¿ guidewire of appropriate length', and 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used'. Holding and handling of the system throughout deployment was found sufficiently described. (Expiration date: 11/2023).

Event description:
It was reported that during a stent placement procedure via common femoral artery, the stent was allegedly partially deployed. There was no reported patient injury.